Event description:
Additional information was received that at a subsequent follow-up the clinician was not able to get impedance measurements. The amplitude and capture thresholds were obtained. It was also noted that out of range telemetry readings were being observed. Boston scientific technical services (ts) discussed with the field representative troubleshooting options. Further information was provided that no impedance measurements were obtained, however, all other parameters were satisfied safely. The plan is quarterly follow-up. There have been no adverse patient effects.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. There was a hole in the rv+ seal plug and all other seal plugs were intact. The device was interrogated and the battery status reported as ¿good¿ with a longevity remaining of greater than five years; these battery indicators displayed values triggered from a system reset and were not accurate reflections of the device¿s actual battery status. Nominal parameters were programmed into the device for testing. The live electrogram (egm) during the testing showed random drop-out for approximately ten seconds per incident. The device did not pass the returned products electrical testing due to possible low battery voltage. The device case was removed and internal inspection revealed no irregularities. The battery voltage was measured and was low. It was determined the likely cause of the egm drop-out and the unsuccessful electrical testing was likely the low battery capacity remaining. An external power source was connected and the current was normal. The device was then interrogated, but a code was noted indicating that the no parameters could be obtained due to memory corruption. The application was closed and new code was loaded into the device at which time the device functioned normally. The cause of the observations was unable to be determined as the device began to operate normally during analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device would keep running the impedance tests, but never yielded any values. Therefore, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine follow-up appointments for this pacemaker, the programmer screen would come up black. This happened on two occasions and the evaluations were able to be completed, but the programmers were replaced. Recently, the same observation was noted again. Upon reinterrogation the pacemaker's estimated battery longevity went from two years to greater than five years remaining. A save to disk and memory dump were done and the information was reviewed by the boston scientific engineering. It was determined that there had been some device resets, with the most recent being a system reset that reset the battery gauge and it was suggested that device replacement should be considered. The information was then reviewed with the field representative. Subsequently, the physician and field representative discussed the issue with the patient and the patient's family, and the patient has chosen to wait until the battery reaches elective replacement time (ert). The patient is not pacemaker dependent and no adverse patient effects were reported.